Event description:
Customer reports injecting novolin r based on result of 101 mg/dl obtained on the advantage system while using comfort curve test strips. 15 minutes later customer collapsed and was unconscious for 2.5 hours. Customer then awoke and was able to obtain and consume food on his own. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
Will not be returned to manufacturer.